Manufacturer narrative:
Per the instructions for use (IFU): high watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Pump remains implanted.

Event description:
It was reported from the site that on (B)(6) there was an increase of power consumption observed by the clinic nurses and the patient. Patient was stated to have been transferred to another hospital. It was stated that the patient presented with hemolysis. The log files were stated to have been download. No additional information available.

Manufacturer narrative:
It was reported from the site that on (B)(6) 2017, the nursing staff on the late shift noted unusually high pump parameters. They called to the emergency hotline of assist technology and the patient was transferred the heart hospital. It was stated that there were clear signs of pump thrombosis based on the pump parameters. It was further stated that third harmonic was barely measurable and no clear evidence of thrombosis based on the acoustic measurement. However, unfavorable measuring conditions due to the pump location. On (B)(6) 2017 at 04:15 a.m., lysis therapy was started. During/after completion of the lysis therapy, normalization of the pump parameters occurred, indicating therapy success. In addition, normalization of the hemolysis parameters in the subsequent measurements. After monitoring in the intensive care ward, the patient could be transferred back to original hospital on (B)(6) 2017. No additional information available. Hw26171 was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. The reported event could not be confirmed via log file analysis since log files covering the reported event date were not available for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the reported event including but not limited to thrombus formation/ingestion, incorrect setting of alarm threshold, incorrect speed setting. Clinical factors that may have contributed are multifactorial and may be attributed to anticoagulation therapy, disease progression, and patient comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased. Though the root cause of the reported event cannot be conclusively determined; however, there are patient, pharmacological, and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Review of documents.